Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has indicated that both valves have blockages. Computer controlled test: due to the non-permeability of the valves, a measurement on the computer test bench was not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins/deposits in the shunt system more visible, they were colored using a staining solution. Results in advance, we would like to point out that the product sent in was not submerged in liquid (leaked) at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Despite this, we have examined the valve. Based on our examination results, we can determine a blockage and non-adjustability on the shunt system at the time of our investigation. The cause of the clogging and non-adjustability could be the deposits found. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx414t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt showed an under-drainage and adjustment difficulties the patient underwent a revision procedure. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years weight: 14.5 kilograms (kg) height: 105 centimeters (cm) gender: female.